Manufacturer narrative:
The reported complaint that the autopulse platform sn (B)(6) didn't power up was confirmed during functional testing. The root cause of the reported complaint was the faulty power switch board, likely attributed to the aging of the device, wear and tear. The autopulse platform was manufactured in december 2014 and is over 9 years old, well beyond its expected service life of 5 years. Upon visual inspection, no physical damage was observed on the returned autopulse platform. A review of the archive data did not show any significant discrepancies or error messages on/around the customer's reported event date. Upon the initial functional testing, the on/off power switch button did not respond well, as it needed to be pressed hard and held for a few seconds before the device could be powered on. After the platform powered up, the functional test passed without fault or error. The power switch board will be replaced to address the reported problem. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6) .

Event description:
The customer reported that the autopulse platform sn (B)(6) didn't power up. The customer tested the platform with four fully charged autopulse li-ion batteries that were displaying four solid green status leds, but the issue persisted. No patient involvement.